Event description:
According to the facility on (B)(6) 2025 during an anterior cervical disc fusion, 4x8 raytecs that are coming in the custom lami/cerv pack are shredding and fibers are coming apart. Surgeon pulled a fiber out of the wound during this case.

Manufacturer narrative:
According to the facility on (B)(6) 2025 during a anterior cervical disc fusion, 4x8 raytecs that are coming in the custom lami/cerv pack are shredding and fibers are coming apart. Surgeon pulled a fiber out of the wound during this case. There was no harm to patient, but a near miss to a retained surgical item. The affected product removed from the field and saved for leadership to give to supply chain. The facility stated there was no impact to the patient and only impact to the procedure was irrigating the wound more than normal. The procedure was completed and the sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.